Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 176 mg/dl at the time of incident. Troubleshooting found that the button error alarm could not be cleared. It was also found that the customer was in the hospital bt for issues not relating to high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and it passed. The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.